Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas alleging a leak where the tubing connected to the cartridge (at leur lock connection). The reporter claimed the patient discovered the leak while administering a lunch bolus earlier that day. The patient informed his mother that he changed out site and confirmed that the pump was dry. At the time of the call, the reporter informed customer support that the patient was not with her and she did not have the tubing or subject cartridge for review. The reporter did not know if there was any visible damage to either of the products nor could she confirm if the connections were loose. The alleged product issue remained unresolved at the time of the call.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. In addition, at the time of the call, the reporter was unable to provide the lot # of the cartridge in use at time leak was discovered. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.